Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up of this pacemaker high out of range pace impedance measurements were noted when it comes to this right atrial (ra) lead as well as noise and a loss of capture. A possible connection issue was suspected. A revision took place and it was noted that the setscrew was not correctly fixed and thus after correctly fixating the ra lead into the device and doing testing all values were normal and the system remained implanted. No additional adverse patient effects were reported.